Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information that a patient with a 21mm pericardial aortic valve implanted for nineteen (19) years and nine (9) months had structural valve deterioration. Mild aortic regurgitation, a symptom of dyspnea on effort were also seen. Valve-in-valve procedure with a 23mm sapien 3 ultra resila is under consideration.

Event description:
Edwards received information that a patient with a 21mm 3300tfx aortic valve has structural valve deterioration after implant of unknown period. Valve-in-valve procedure with a 23mm sapien 3 ultra resila is under consideration. Further information is under follow up.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.